Manufacturer narrative:
Date of event is estimated. During the process of this complaint attempts were made to obtain complete event information.

Event description:
It was reported that patient experienced an infection at the ipg site and was hospitalized. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2026 to address the issue. The patient was administered oral antibiotics to address the issue.